Event description:
It was reported that the pump screen momentarily flipped through menu pages by itself. During troubleshooting it was discovered the pump is functioning as intended. Customer's blood glucose level was 47 mg/dl. Customer consumed carbohydrates to address bg level.